Event description:
It was reported that a spectrum iq pump over-infused during patient infusion. The patient was ordered for 780mls and bag ran dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.